Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to the motor encoder signal being out of phase. No error alarm noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an a35 alarm. The blood glucose reading was not known. No further information was provided.